Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
A patient reported they experienced the events of "one leaked, swelling," ¿pain¿. Patient additionally reported non-device related events of ¿fever, extreme lethargy, nausea, dizziness, and brain fog¿. Device has been explanted. The affected side is unknown.